Event description:
This was a left-sided cardiac lead removal procedure conducted in the operating room to remove two pacing leads (rv & ra, both implanted on (B)(6) 2011) due to an acute infection. The pt was prepped with an arterial line, both fluoroscopy and tee in use, bypass machine available, and a CT surgeon present in the room. Both leads were cut and prepped with a lld #2. The md began lasing with a 14f sls ii and the rv lead was extracted successfully. Upsizing to the 16f sls ii the md began lasing the ra lead. When the ra was freed the pt's blood pressure began to decline and an effusion was noted on the tee. At this time the CT surgeon stepped in and performed a sub-xiphoid window. Inserted a drain and measured the amount out. After 15 minutes from the initial pressure drop the surgeon decided the pt continued to actively bleed and performed a complete sternotomy. Upon opening the chest a small tear on the posterior side of the svc/atrial junction was found and successfully repaired. It was then noted the ra lead was bound to the svc/ra and the decision to not extract the lead was made. The lld#2/ra lead were cut, capped and abandoned. Approximately 90 minutes after the pt's decline was first noted the pt's chest was closed. The pt was stabilized, transferred to the ICU and ultimately discharged from the hospital. The sls devices were not retained for return engineering investigation as they were disposed of during the code. An internal lhr review was conducted and no issues or non-conformances were noted.